Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed no failure found, no full canister alarm, the device works within the normal range. We have not been able to establish a relationship between the event reported and the device. Probable causes include component failure or system set up issue. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, no harm has been alleged. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the renasys touch non connect 4th ed device (serial number: (B)(4)) went into alarm several times (canister full) even though the canister was not full, this happened during use. On 10 november it had already happened and the device replaced with this one that had the same problem. Therapy was suspended, there was a delay. It is unknown how the procedure was finished. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.